Manufacturer narrative:
Device brand name, part number, catalog number and 510k now provided. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Provided log dates were not from event date.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed. The field representative was unable to reproduce the issue as the software was stalling. The issue was resolved by uninstalling and then reinstalling the software. No further issues were reported. No parts were replaced or returned. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system became unresponsive. They did a hard reboot on the system but when they entered back into the software they were unable to select a surgeon. They attempted a soft reboot but the result was the same. The surgeon name would not highlight after selecting it. There was no patient present when this issue was identified.